Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). Sample 4 from on (B)(6) 2026 was received for investigation on 04-may-2026. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for multiple samples from 1 patient tested with elecsys hiv duo assay on a cobas e 801 analytical unit. Sample 1: elecsys hiv duo: 1726 coi (hivag: 1726 coi and ahiv: 0.087 coi). Architect serology hiv combo (abbott): 0.18 s/co (negative). Innolia immunoblot (fujirebio): negative. Cobas hiv nat: negative. Sample 1 was sent out to a different laboratory for hiv (chru tours) testing, and the results were: alinity serology (abbott): 8.8 s/co (weak positive with a cut-off at 1.0). Western blot (mp diagnostics): negative. Cobas nat: negative. Serotyping hiv (elisa): non-typable. Hiv pcr (qiagen): undetectable. Sample 2 was tested on (B)(6) 2024: elecsys hiv duo: 1899 coi (hivag: 1899 coi and ahiv: 0.091 coi). Architect abbott serology: 0.12 s/co (negative). Sample 3 was tested on (B)(6) 2025: elecsys hiv duo: 1380 coi (hivag: 1380 coi and ahiv: 0.092 coi). Architect abbott serology: 0.17 s/co (negative). Sample 4 was tested on (B)(6) 2026: elecsys hiv duo 1588 coi (hivag: 1588 coi and ahiv: 0.075 coi). Architect abbott serology: 0.11 s/co (negative). Innolia immunoblot: negative.